Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels for several days leading up to the call. The customer reported changing the infusion sets, but blood glucose levels remained high. Blood glucose level at the time of the incident was 330 mg/dl. Blood glucose level at the time of the call was 425 mg/dl. Customer reported treating with manual injections. The customer reported that she could not hear the ticking sound from the device during bolus. Customer reported that the dome label sticker appeared to be corroded. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with stained end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. No burnt mark on case noted.